Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.64v and the daily measurement was 2.92v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage for the device at interrogation was low. Battery voltage at device interrogation was 2.64v. Nightly readings for the past two weeks have the battery voltage at 2.88-2.95v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.64v and the daily measurement was 2.92v.

Event description:
It was reported that the battery voltage for the device at interrogation was low. Battery voltage at device interrogation was 2.64v. Nightly readings for the past two weeks have the battery voltage at 2.88-2.95v. It was further reported that the device exhibited early battery depletion. The device was explanted. No patient complications have been reported as a result of this event.